Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cs100 intra-aortic balloon pump (iabp) battery will not turn on. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that battery was dead upon arrival. To remediate this issue the fse charged the battery and passed the battery test at 130 minutes. Therefore the fse was unable to produce the battery issue. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.